Event description:
It was reported that there was no telemetry with the patient¿s implantable neurostimulator (ins) using their external equipment. It was noted the manufacturing representative tried using the antenna locate feature to ¿jumpstart¿ the ins, but that was not successful. The reporter stated they tried antenna locate 5 times. It was noted the patient fell on friday the (B)(6) 2013 and then could not feel stimulation on saturday the (B)(6) 2013. It was further noted the patient last felt stimulation on (B)(6) 2013. The reporter stated the patient charged on saturday and sunday, but was not able to charge on monday. It was noted the patient charged their ins every day. It was further noted the patient let the ins get down to 3/4, but charged daily to keep the ins full. It was noted the manufacturing representative did a short physician mode recharge and that resolved the problem. It was further noted the manufacturing representative was able to communicate with the ins using all of the external equipment. The reporter stated they turned stimulation on and checked impedances, which were all in the 1000-2000 range. It was noted the patient was able to feel stimulation in the appropriate location at the appropriate intensity. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from her doctor/manufacturer representative and her concerns were resolved with a noted appointment date last month.